Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On(B)(6) 2016, the reporter contacted animas, alleging that the pump intermittently lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/19/2016-device evaluation: the pump was returned and evaluated by product analysis on 08/04/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple pump reboots. The battery cap secured properly to the pump to maintain power. No damaged was observed to the pump casing or battery cap. The battery cap contact dimensions measured within specifications. The rewind, load, and prime steps were completed successfully with no duplicated power issues. The pump case was removed, and no internal damage was found.